Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that there were episodes of inappropriate automatic mode switch due to atrial lead noise oversensing. Programming changes were not made. The patient will continue to be monitored.